Manufacturer narrative:
Follow-up # 1 ¿ (08/25/2014). The patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a contact issue with battery holder's positive side pins bent down. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her one touch ultramini meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation.the patient reported that the alleged power issue began on (B)(6) 2014 at 11:00 a. M. The patient manages her diabetes with insulin (humalog, unknown dosage) and denied taking any action in regards to her normal diabetes management as a result of the alleged issue. The patient stated, at an unspecified time after the alleged issue occurred, she ¿passed out¿. On (B)(6) 2014 at 11:30 a. M. The patient stated she was tested with an ER/hospital meter and obtained a reading of ¿281 mg/dl¿. The patient stated she received ¿IV fluids¿ at the emergency room (ER).at the time of troubleshooting, the cca documented that this was not the first time the patient used the meter and there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.